Manufacturer narrative:
(B)(4). Concomitant medical products: biolox cermic head item name lot # 27193379, 00771301100 modular femoral stem press-fit plasma sprayed cementless size 11 62282094, 00875706001 ll with cluster holes porous 60 mm o.d. Size mm for use with mm liners 62208327, 00875801436 constrained liner with constraining ring 36 mm i.d. Size mm for use with 60 mm o.d. Size mm shell 61596159. Reported event was confirmed by review of the provided op notes. Notes state that the patient has been having progressively increasing pain and now more in the way of swelling and redness laterally. DHR was reviewed and no discrepancies found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08545, 0001822565 - 2017 - 08544, 0001822565 - 2017 - 08547. Remains implanted.

Event description:
It was reported patient is having progressively increasing pain following several revision procedures. Attempts to obtain additional information have been made; however, no more is available.